Event description:
The customer alleged the audible alarm failed to function and that no audible tones were heard when the keypad was pressed. The nellcor puritan-bennett customer support engineer inspected the device, and failed to duplicate the condition. The engineer then replaced the conversion pcb, alarm speaker and the power switch as a precaution. The unit passed extended self testing. It is not verified that the alarm failed to activate, and no malfunction may have occurred. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.